Event description:
A 3m precise vista disposable skin stapler began to misfire after application of only 4 staples. Event abated after use stopped or dose reduced: no. Diagnosis or reason for use: surgical skin closure.